Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 340 (mg/dl). Reportedly, contact stated that the customer's insulin may have "spoiled" while the customer was at the beach. Customer administered an insulin injection to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.